Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced multiple hyperglycemia events while using the ilet, with blood glucose values reported at approximately 303 mg/dl, 230 mg/dl, 360 mg/dl, and 300 mg/dl after meals that included coffee with cereal, thai noodles with meat and vegetables, and a sandwich with chips, after which glucose levels trended down to the 160¿170 mg/dl range. Symptoms included no reported clinical manifestations. Outcomes included no reported medical intervention or hospitalization. Investigation included case intake, troubleshooting, and user education, with referral for additional training. Investigation of this case revealed a device in use without evidence of malfunction, with postprandial hyperglycemia of unclear cause and user-requested review of therapy settings and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.